Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys ca 19-9 immunoassay result for 1 patient tested on a cobas 8000 e 801 module. The initial ca 19-9 result was 7.98 u/ml with repeat results of 730 u/ml and 787 u/ml. The ca 19-9 result of 787 u/ml was generated from a 1:2 dilution performed by the analyzer. The result in question was not reported outside of the laboratory. The ca 19-9 reagent lot was 37503100 with an expiration date that was requested but not provided.